Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "I has no idea my breast implants were recalled.", ruptured confirmed via MRI and "severe pain". Device remains implanted. Patient later reported implants "sagging" and looks "deflated". Patient reported that has been experiencing "fatigue".

Event description:
Patient reported left side "I has no idea my breast implants were recalled.", ruptured confirmed via MRI and "severe pain". Patient later reported implants "sagging" and looks "deflated". Patient reported that has been experiencing "fatigue". Later, healthcare professional confirmed. Device has been explanted.

Manufacturer narrative:
Device evaluation results: based on the product analysis performed, the assessments of the complaints are: ¿ visibility/ palpability: unable to observe since it is a medical event and is not related to the device. ¿ rupture: observed, opening assessed as fold flaw opening. ¿ fatigue: unable to observe since it is a medical event and is not related to the device. ¿ pain: unable to observe since it is a medical event and is not related to the device. ¿ anxiety - product/ procedure: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, crease, wear abrasion and non-penetrating nick was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, b.6, d.6b, g.2, h.6.

Event description:
Patient reported left side "I has no idea my breast implants were recalled.", ruptured confirmed via MRI and "severe pain". Patient later reported implants "sagging" and looks "deflated". Patient reported has been experiencing "fatigue". Later, healthcare professional confirmed. Device has been explanted.

Manufacturer narrative:
In response to FDA report number: mw5154421, mw5154422. Additional, changed, and/or corrected data: b6, d4, e4, g2.

Event description:
Patient reported left side "I has no idea my breast implants were recalled.", ruptured confirmed via MRI and "severe pain". Device remains implanted. Patient later reported implants "sagging" and looks "deflated". Patient reported that has been experiencing "fatigue".